Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6)2016. Patient was advised to turn the bluetooth off and on. The reported issue was resolved as the signal was re-establish during troubleshooting. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(6)2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.